Event description:
Hp-possible MDR. Consumer's wife purchased pad from store . She turned it on and left it on their couch on medium setting. They sat down to eat dinner and their couch caught fire. There were no injuries; however, the couch cushions were damaged.